Event description:
It was reported to quest medical by (B)(6) of a precision delivery set that was allegedly leaking. It was confirmed that there were no patient complications.

Manufacturer narrative:
Device lot number and/or product code were not provided to quest. The alleged device sample has not been received. Quest launched an investigation into this complaint. During the investigation, production records were reviewed for all lots of devices that were provided to (B)(6). Review of these records revealed no apparent production deficiencies related to weak bond strength or leaking. In addition to production record review, quest also performed failure analysis on complaint sample product codes provided to (B)(6) that were retained by quest. Results from testing were unable to replicate the complaint condition of weak weld/breakage. Quest will continue to investigate and monitor trends for this complaint condition.